Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device evaluated by MFR: it was reported performance pull off suture needle. A dispensed suture of product code y943 was returned for analysis. The needle was not returned for evaluation. During the visual inspection, the suture was received dispensed and the end was observed damaged (cut) that appears to be by use of a surgical instrument, this condition causes the separation of the needle from the suture. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the suture, the assignable cause of the performance pull off suture needle was an improper handling.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle detached from the suture while in use. The needle was removed from the animal. No additional information was provided.